Event description:
It was reported by a third-party organization (vizient) that they received an information where an infusion pump "malfunction" and "a cardiac patient died a few weeks ago." No further information was provided. The customer has not responded to the multiple due diligence attempts by the manufacturer to obtain additional information or clarification. Also, the manufacturer spoke with the hospital director of clinical engineering, and they indicated there was unaware of any patient death as a result of an infusion pump malfunction within the timeframe alleged.

Manufacturer narrative:
Additional information : imdrf annex a.

Manufacturer narrative:
The actual date of death is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported by a third-party organization (vizient) that they received an information where an infusion pump "malfunction" and "a cardiac patient died a few weeks ago." No further information was provided. The customer has not responded to the multiple due diligence attempts by the manufacturer to obtain additional information or clarification. Also, the manufacturer spoke with the hospital director of clinical engineering, and they indicated there was unaware of any patient death as a result of an infusion pump malfunction within the timeframe alleged.